Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer would not power up even after replacing the batteries. After replacing the first set of batteries, the programmer beeped once but the screen as blank. After the second set the programmer beeped continuously and the screen remained blank. It was noted that the programmer had not gotten wet. The patient then reported that they were seeing the splash screen and then the system setup screen (lost programs). It was also reported that the patient was feeling overstimulation and stimulation in the wrong area. The patient was feeling stimulation in their back and shocking in their ribs. Follow-up was conducted with the patient. No further complications were reported.